Event description:
A certified diabetes educator called to report a pt was transported to hospital by emergency medical technicians due to hypoglycemia (blood glucose measured 20 mg/dl). No treatment or admission history was reported. The device was used for less than 24 hours and was discarded at the hospital.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's low blood glucose. No product lot number was reported, so qualification records could not be reviewed. The omnipod user's guide emphasizes the importance of frequent blood glucose monitoring to detect and respond to issues promptly. Specifically, it cautions that, "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm."